Manufacturer narrative:
(B)(4). After further investigation, quality engineering has changed the root cause of this event. Since there was no fault found with the pump head module and it was functioning properly, the as determined cause of this event is not identified. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of continuously alarming for air in line, even when the sets were being changed. This event had the potential to interrupt delivery. This event was reported to have occurred during programming/set-up. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of 'continuously alarming for air in line, even when the sets were being changed' was confirmed in the pump's event history by a baxter service technician. The root cause was assigned to a faulty pump head module. The pump head module was replaced to correct this condition. A service history review revealed that this device has not been serviced prior to this event. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.